Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their gums. Provided tips and warm water tips and asked patient to keep us updated. Patient replied back that the tips helped, and they realized that they needed to file down the aligner. They feel so much better after doing the filing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.